Event description:
The screw broke and the threaded portion remains in the patient's bone.

Manufacturer narrative:
No device return at this point. If the device is returned a follow up report with the evaluation will be sent. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.